Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged on a medication regime of aspirin and antiplatelet mediation (plavix). The patient had a 45 day follow-up transesophageal echocardiography (tee) and thrombus was noted on the face of the closure device. The patient medication was changed to an anticoagulation (eliquis) in response to the thrombus. The patient will have a repeat tee in a few weeks. There were no patient complications reported.